Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her left eye (os) in 2006. The patient initially reported having lasik on top of the implant to address astigmatism (blurred vision). The facility reported the patient did not have lasik as first reported and the general complaint was poor night vision, halos and blurred vision. The icl remains implanted. The patient's current visual acuity is 20/40.

Manufacturer narrative:
Poor night vision. Results - a lens work order search was performed and no similar complaints were found within the work order. Based on the complaint history and the work order search, a specific root cause of the event could not be determined.